Event description:
The complainant reported that the peep valve loses peep after the 3rd or 4th time of cleaning. Also reported that their practice is to routinely remove the peep valve every 12-24 hrs to let dry. Reported no harm to pt.